Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ra lead was capped and replaced due to a low voltage impedance anomaly. No further information is available at this moment.